Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding [add complaint details] was confirmed by failure analysis. The probable cause of the thermal damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a defect. The procedure was continued as planned with no reported injury.